Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. Reprogramming was performed to clear the reset and to restore all parameters to their prior settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Power on reset critical ram parity error occurred in address 12db on (B)(6) 2014. Por severity is low, so the device should be able to fully recover after reset.